Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review & device history record review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 21526fn00 and the complaint issue. Performance testing was performed using an in house retained kit of the complaint lot. All acceptance criteria were met indicating the lot is performing as expected. The performance of the architect hbsag qualitative ii assay was assessed using worldwide field data. The median population result for lot 21526fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. A review of the labeling addresses the customer¿s issue. The reason for the initial nonreactive hbsag result for one patient is unclear, however it is possible that sample or reagent integrity issues at the time of testing contributed to the nonreactive result. Repeat reactive hbsag results were obtained for the same patient when retested with the same reagent lot on the same instrument. Per product labeling, if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. As the presence of nonspecific binding may obscure low levels of hbsag in the specimen due to early infection or early recovery, it is recommended that the patient be evaluated for other serologic markers of hbv infection (i.e., total anti-hbc or igm anti-hbc) and that the patient be retested for hbsag in 4 to 6 weeks. False nonreactive results may occur as a result of reagent or sample integrity issues. Per product labeling, ensure that complete clot formation in serum specimens has taken place prior to centrifugation. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. To ensure consistency in results, specimens must be transferred to a centrifuge tube and centrifuged at >10,000 rcf (relative centrifugal force) for 10 minutes before testing if they contain fibrin, red blood cells, or other particulate matter or they were frozen and thawed. Use caution when handling patient specimens to prevent cross contamination. Use of disposable pipettes or pipette tips is recommended. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02g22-30 that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect (B)(6) qualitative ii result for one patient. Sid (B)(6) generated the following results on isr04664: (B)(6). The (B)(6) result did not match patient history and repeat testing on both isr04664 gave results of (B)(6), repeat testing on isr05972 gave a result of (B)(6). All other tests performed on this sample were repeated and results confirmed. No impact to patient management was reported.